Event description:
It was reported that the reporter had a coronary artery bypass graft. Reportedly, during this operation, a malfunction of the heart lung machine to which the reporter was connected occurred and reported was without oxygen for an unk period of time. The report claimed that a disconnection of the oxygenator valve had occurred. Reportedly, the oxygen saturation of his blood prior to the disconnection was 100% and 22 mins later was found to be only 8%. Reportedly, these figures are documented by blood-gas studies done at 9:15 am and at 9:37 am. Reportedly, the reporter was not expected to survive and if he did, his family was told he would be either "brain dead" or at the very least "brain damaged". According to the report, the reporter has survived, but his recovery has been long and difficult and the dyspnea that only minimal physical effort produces prevents him from all but slight mobility.